Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that this past saturday, the implant was vibrating all day long and their wife could also feel the vibration saturday night. Pt stated that now, they could still feel the implant vibrating and they could connect to the therapy application.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they charged the implantable neurostimulator (ins) this morning and they are trying to connect to the ins to adjust the stim. Agent reviewed the patient can only have one app open at a time and assisted the patient in closing all apps. The patient states when they were trying to connect to the ins the handset was showing code 338. The service code was saying to hit the power button on the wireless recharger but the patient was hitting the power button on the handset and the handset would power off. Agent reviewed general use of the handset and the wireless recharger. While on the call, the patient states after implant, the manufacturer representative (rep) helped with reprogramming and about a week after that, the patient states the stimulation was so high it was vibrating all day and even their wife could feel the vibration all the way on the other side of the bed. The patient states on the monday (B)(6), they spoke to the rep and the rep helped them turn down stimulation. The patient states they feel that now the stimulation is way too low. The patient states they have neuropathy and they are having a lot of pain in the feet. The patient asked if they can increase the stimulation and agent reviewed and redirected to physician. Pt states they will call their rep for direction as that was the direction of the managing physician. Pt will call back if they need further assistance.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they felt intense vibrations going on all day long on saturday when they were laying in bed and it was uncomfortable. Patient stated they tried to decrease the intensity but they did not see the numbers going down on the screen. Patient stated they met with manufacturer representative (rep) on friday and rep had to get everything charge up. Patient stated the rep showed him how to use the devices but he needed help because he was not sure what he was doing. Patient stated implant was done about 2 weeks ago. Agent asked patient to connect with the recharger and handset and patient said they were able to connect to the implant and charging with excellent connection, implant in red and therapy was off. Patient service reviewed device function and recommend patient charge the implant up and call patient service for assistance on how to use the mystimrc app, therapy on/off and how to adjust the setting on the screen. Handset shows 76%, recharger 100% charged. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.